Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported). The symptoms recurred when the patient stopped taking antibiotics hence, the patient was treated with another two rounds of oral antibiotics (specific date and duration not reported). The patient was also administered with IV antibiotics for eight weeks (specific date not reported) and low weight oral prophylactic antibiotic removal ten days post IV antibiotics however, the symptoms did not resolve. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.